Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty analog board. The analog board was recommended to be replaced to resolve the report. The device was not repaired and was returned to the customer as "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect attached multifunction cables. Complainant indicated that there was no patient involvement in the reported malfunction.